Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 78 mg/dl, and the meter bg reading was 670 mg/dl. Reportedly, the customer went to the emergency room with a bg of 670 mg/dl after administering a manual insulin injection to attempt to address the issue. Customer was treated with intravenous fluids of saline and insulin. Customer was released later on the same day with no permanent damage and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.